Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer state that no delivery alarm resolved by changing reservoir. The customer¿s blood glucose was 298 mg/dl at the time of incident. The reservoir will not be return for analysis.